Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. It was noted that the patient experienced pain throughout the ankle with weight bearing and CT scan showed tibial component loosening. The patient underwent a revision procedure.

Manufacturer narrative:
Correction - b2 (outcomes attributed to ae), b5, d9 / h3, h3 (reason for no evaluation), h6 (device code, results code, conclusion code) the reported event could be confirmed, based on available medical record and health care professionals opinion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert as below: some radiolucency around the tibial implant suggesting loosening. Small cysts and radiolucence can be found around the talar component as well. There is no clear sign of breakage or dislocation regarding the pe. There is an arthrodesis/fusion between the talus and the calcaneus. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cyst around tibia which results in loosening of inserted tar. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. It was noted that the patient experienced pain throughout the ankle with weight bearing and CT scan showed tibial component loosening. The patient will be undergoing a revision procedure.